Event description:
Customer called on (B)(6) 2011 reporting that the unicel dxh 800 coulter cellular analysis system was not giving differential (diff voteouts) results and the instrument had a leak but customer could not identify the source. Customer mentioned that there was no report of any patient results being affected by this incident. Customer was wearing proper personal protective equipment at the time of this incident and no one was exposed or injured as a result of the leak. Field service engineer (fse) was dispatched and stated that the nucleated red blood cells (nrbc) chamber was not draining and the chamber was replaced. Fse noted that there were pieces of rubber stopper in the drain port on the nrbc chamber but no samples were run after the drain port was plugged. Fse then verified repair per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).